Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection identified dirt accumulation on the tubing channel. Functional testing was performed, and the door was intermittently hard to open in some instances even after cleaning the dirt accumulation on the tubing channel. An event history log review was performed, and a system error (se) 21510 (door latch open failure) alarm was observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was due to dirt accumulation preventing the door from closing. The mechanism would be replaced to resolve the event. However, the associated se 21510 occurs when the door latch sensor does not see a closed/opened door transition; the door has to be physically opened or closed for the issue to manifest. The door's inability to open or close would occur during inactive or paused/stopped therapy. This would result in a delay of therapy; however, is unlikely a delay in therapy would cause a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump will not open the door when the set clamp was inserted into the pump. The pump seemed to think the door was also open when there was an inability to open the door in the first place. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.